Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review could not be completed due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon on the foley catheter burst inside the patient. It was also noted that there was a zig-zag tear on the balloon, but no pieces were observed to be missing. The balloon was inflated with sterile water.